Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ozil power, side movement, with two handpieces did not work during a procedure. Front and back movement still worked. The procedure was completed without patient impact. Additional information has been requested.